Manufacturer narrative:
H3: the device was returned in a triple resealable bag. The device contained tyvek envelope, and an open pouch. The pouch was open from 3 of 4 sides when returned. Upon return, traces of contamination were observed from the proximal to the distal end of the device, and on the tyvek envelope. It was also observed that the middle tube distal end/tip was protruding. An x-ray was performed to capture internal construction of the device, and it was observed that the middle tube spiral wrap was broken and expanded. The functional testing was not performed due to defective condition of the device upon return. H6: codes updated, previously submitted codes fdm b17, fdr c20, img g04041 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra op, the blade was broken and the tip protrudes and shaving cannot be performed. There was no patient impact.